Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead generated an alert for a high shock lead impedance measurement. Additional information was received that the patient was seen at the clinic. All other measurements were normal. The root cause for the high out of range shock measurement was not determined. The patient resumed to normal follow up. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.